Event description:
It was reported that the handpiece failed. During testing it was discovered that the acoustic mount was loose and the handpiece was squealing. No add'l info was available. No pt consequence.

Manufacturer narrative:
Evaluation summary: the hand piece was returned with a loose mount. The hand piece was tested with a generator and an error code 3 was found. The instrument was disassembled, moisture and a torn acoustic isolator were found in the instrument.